Event description:
Boston scientific received information that during the implant procedure, after inserting the right atrial (ra) lead into the pacing system analyzer (psa) and the device header all lead measurements were within normal range. Once the physician started to sew up the pocket, noise and oversensing were seen. The physician subsequently took out the few stitches and re-tested the lead, with no success in reproducing the noise or oversensing. When the physician started to re-sew the pocket noise was once again prevalent, however it was not being marked, thus the physician opted to close the pocket. Upon review of the strips with technical services, it was determined that the noise and oversensing were likely due to air bubbles in the lead. The field representative stated that no further intervention took place. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.